Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent umbilical hernia repair surgery on (B)(6) 2017. It was reported that the patient experienced severe pain, recurrence, scarring, anxiety and stress. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 9/11/2020. Additional information: a1, a2, d3, d4, g1, g2. Additional b5 narrative: it was reported that after the insertion the patient experienced hernia recurrence.